Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touchscreen was glitching, and the screen went blank when attempting to log in. A field service engineer (fse) confirmed that there were no delays to patient care workflow and noted that the monitor was not defective, but the monitor was replaced as a precaution. The fse observed that the login fields were not allowing sufficient time for credential entry and coordinated with medbank support, where a master upgrade was reinstalled, which resolved the login timing issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the touchscreen was glitching, and the screen went blank when attempting to log in. However, there were no delays or adverse events or injuries reported based on this event.